Event description:
Related manufacturer report number: 2017865-2023-18838. It was reported that non sustained oversensing (nso) and an increase in capture thresholds was received on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician suspected the cause of the nso was the increased capture thresholds or loss of capture. Programming changes to increase output were made. The patient was being monitored. The patient was stable.